Event description:
It was reported tha the device was replaced due to "normal eri (elective replacement indicator)." Drugs delivered via the device were dilaudid and bupivacaine.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk; programmer model: 8832, serial# (B)(4). Final analysis of the device revealed a high battery resistance.